Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys prolactin assay on a cobas e411 disk. The first sample initially resulted in a prolactin value of 49.88 ng/ml. The sample was repeated at another laboratory using an unknown method on (B)(6) 2025, resulting in a prolactin value of 27.3 ng/ml. The sample was repeated on an I-flash instrument on (B)(6) 2025, resulting in a prolactin value of 56.05 ng/ml. The sample was repeated on (B)(6) 2025, resulting in a prolactin value of 32.65 ng/ml. No questionable results were reported outside of the laboratory for this sample. The second sample resulted in a prolactin value of 11.23 ng/ml on (B)(6) 2025. The sample was repeated on an I-flash instrument, resulting in a prolactin value of 14.76 ng/ml.

Manufacturer narrative:
The customer stated that they performed an additional measurement of the sample on (B)(6) 2025. This measurement was performed with the l-flash method, resulting in a prolactin value of 27 ng/ml. Calibration and controls run prior to the event were acceptable. A general reagent issue can be excluded. Provided calibration data showed three failed calibrations and there was a high amount of quality control results outside of range. A review of the provided alarm trace showed no relevant alarms and the day of the event was not covered. There was evidence of the mixer causing foaming of reagent packs with lower volume. Precision studies were acceptable. The customer was using eppendorf tubes and these are not recommended for use with the system. The investigation determined the issue is consistent with insufficient pre-analytic sample handling as eppendorf tubes are not recommended for use on the system.